Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: 7119713.

Event description:
It was reported that the patients lead had migrated and was confirmed through an x ray. The patient underwent an explant procedure. No further information has been obtained.